Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels; cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer addressed bg level by changing pump supplies and delivering a bolus. Recommendation was made to consult with a healthcare provider to discuss diabetes management.